Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01469.

Event description:
The patient was undergoing a coil embolization procedure in the posterior inferior cerebellar artery (pica-va) using penumbra smart coils (smart coils), penumbra smart coil detachment handle (handle), and non-penumbra coils. It was reported that the patient anatomy was tortuous, calcified, and narrow. During the procedure, the physician implanted two coils in the target vessel. Subsequently, the physician attempted to detach a smart coil using the initial handle, second handle, and manually detachment, but the smart coil failed to detach. Therefore, the smart coil was removed. The procedure was completed using three other coils, including smart coils, and the second handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the handle was undamaged. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was fractured on its proximal end and confirmed that the embolization coil was unable to be detached from its pusher assembly. The pusher assembly fracture was likely a result of the manual detachment attempt made during the procedure. During functional testing, the embolization coil was attempted to be detached manually; however, resistance was experienced, and the pull wire could not be retracted, and the embolization coil remained intact with the pusher assembly. Additional investigation revealed offset coil winds on the embolization coil. This damage was likely incidental to the reported complaint. Evaluation of the returned handle revealed an undamaged, functional device. During functional testing, the handle was tested using a d test fixture and performed within specification. The handle was also used to detach a demonstration smart coil without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01469.